Event description:
Patient was revised because x-ray showed that the tibial component had subsided posteriorly (right side). It was noted that there was no evidence of poly wear or osteolysis, and that the patient had a variety of health issues, including lymphoma, diabetes, and was immuno-compromised.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.